Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed and reproduced at power up. The cause was found to be an unsecured backflex which was not seated properly to the connector on the input/output printed circuit board. The back flex was secured properly with the audio functioning as expected.

Event description:
It was reported that a spectrum pump had no audio output/no alarming sound. It was also reported there was no patient injury.